Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: ,: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was in the last week it had gotten very hard to recharge the ins and it is getting progressively worse. Patient stated that they would put the paddle over the recharger and the recharging quality would go from good to excellent to good and then it would drop and would say that there was a problem with the recharger and the patient needed to reposition. They would need to move the paddle around and that would boost the quality to excellent or good before the recharge quality would drop again. Pt also mentioned that it drains the controller. Pt stated that today they started recharging the ins at 40% and were able to get it to 50% in 5 minutes, but after that could not get the ins to recharge further. Pt notified the rep today and they reset the controller and that did not resolve the issue. Patient noted that sometimes they could get the ins to charge to 90%, but then for a day or two after they would be lucky to get it to charge to 70%. During the call patient verified that there was no damage to the recharger or to the controller charging port. Agent walked patient through resetting the controller. Patient then connected recharging antenna and confirmed recharging excellent and incremented to 60%. Pt will monitor the issue and will call back if the issues persist.   Additional information received from the patient. Pt called back reporting hes still having issues and not able to charge the device and cannot find the implant. Pt states his ins is down to 0 because he cannot charge now. Pss advised to reset equipment and after reset confirmed blinking green light. Pt states he has to put controller right on ribcage in order to connect and wondered if this was normal. Pss reviewed. Pt states during the call that the rtm is getting hot on the cord. Pss sent email to repair for rtm.

Event description:
Analysis was performed on returned device.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. H3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that the device got hot after running it at the donut end and the antenna reading was low. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.